Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a carotid interventional procedure. Reportedly, the device was inserted deep in the vessel and the pulsatile blood flow was not very good; low flow. Once the foot was positioned against the artery, the pulsatile flow stopped. After deployment of the sutures and the handle lever was closed to remove the device, resistance was met. When the device was almost removed from the anatomy, the foot was noted to be partially opened and the device was pulled out with some tissue on the foot. An unsuccessful attempt was made to advance the knot and the sutures were cut and removed. A sheath was inserted over the guide wire and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, cuffs, link, needle tip and monofilament were not returned. Without the return of the monofilament, the reported difficulty positioning the knot could not be confirmed. The foot was properly parked inside the needle guide and there was no tissue found on the foot as received. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed after decontamination and the device was patent. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency and the reported low flow of the marker tube, difficult to remove device, and foot retraction problem could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.